Manufacturer narrative:
Distributor performed evaluation and any required repair.

Event description:
It was reported by the distributor that the bed scale needed to be re-zeroed, indicating a potential inaccurate scale. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.